Event description:
Instrument 4936-9-010 broke inter-operatively. Dr said that it made a click sound and then would not tension the wire, it was intended to tension. He completed the operation as planned and it did not extend operating time; rather it did alter the amount of tension wires placed into the pt. He said there were already 6 placed in the pt prior to the tensioner breaking (item 4936-9-010) and said that this was sufficient. He said that there were no adverse consequences to the pt's quality of care or final outcome. There was not an equivalent or identical instrument available.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.